Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. An assessment was performed but no failure was identified. Therefore, the reported issue could not be confirmed. However, although the issue was not confirmed, it was concluded that the issue is related to a lack of sufficient direction in the assembly procedure when using grease. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. The issue is related to a design issue and has been escalated to a CAPA.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that a brownish liquid substance was coming out of the robotic assisted saw interface device. There was patient involvement reported. During in-house engineering evaluation it was determined that the device was leaking liquid. It was reported that there were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.